Manufacturer narrative:
The actual device was not available; however, twenty-one (21) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Additionally, the sets were submitted to pressure and clear passage testing, and no leaks or blockage were noted. Pull testing was also performed, and no separation was noted. Furthermore, the samples were functionally tested, and the units worked as expected. Based on the sample results, the units were determined to be conforming products. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an over infusion occurred while using a clearlink system continu-flo solution set with control-a-flo regulator. This issue was described as, ¿tubing was defective and the tubing flooded antibiotic into the patient¿. This occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.